Event description:
Additional information received reported that the patient was on lioresal for any event prior to 2012, and gablofen thereafter. The patient was described as well and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that withdrawal occurred back in 1995. The patient was reportedly the first pediatric patient to get the baclofen pump implanted. It was reported ¿there were all kinds of things messing up it didn¿t have anything to do with the pump it had to do with kimberly¿s system and stuff¿. It was also noted the patient was always on a previously high dose. It was also reported they always have oral baclofen on hand in case of an emergency because the health care provider (hcp) is a minimum of an hour away. The device system was currently used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.